Event description:
It was reported that this right ventricular (rv) lead had gradual rise in shock impedance that was now high out of range greater than 125 ohms. Troubleshooting indicated that the rv to can was 159-162 ohms, and was 113 ohms four months ago. The physician decided to turn off the proximal coil off, and just use the distal coil for now. The lead remains in-service at this time. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this right ventricular (rv) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had gradual rise in shock impedance that was now high out of range greater than 125 ohms. Troubleshooting indicated that the rv to can was 159-162 ohms, and was 113 ohms four months ago. The physician decided to turn off the proximal coil off, and just use the distal coil for now. The lead remains in-service at this time. No adverse patient effects were reported.